Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
It was reported to baxter (B)(4) that an infusor sv 2.5 device was leaking during filling. The device was being filled with saline when the leak was observed. No patient injury or medical intervention was reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device was returned to baxter for evaluation. A visual examination and functional tests were performed. Device evaluation confirmed the reported condition of backflow from the filling port. The root cause was determined to be acrylic resin trapped between the check-band and stress-member. The device is a single use device and was discarded. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A follow up report will be submitted if additional information becomes available.